Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be draw at this time.

Event description:
The customer reported being hospitalized for low blood glucose levels, with a reading of 27 mg/dl. Prior to the hospitalization, the customer had gone all day without eating, but continued to get insulin from the basal rates. The customer took a nap, and woke up yelling and in pain. The paramedics were called, and found customer incoherent. The customer had vomited all over the insulin pump, and none of the buttons were responding. Advised that the insulin pump would be replaced. Nothing further was reported.